Manufacturer narrative:
While the medical records provided which span from (B)(6) 1992 to (B)(6) 2013 indicate the patient experienced pain, a vaginal yeast infection and prolapse there is no indication that the bard flat mesh implanted caused or contributed to any adverse event. In regards to infection however, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 1982 - patient underwent implant of an unknown pubovaginal sling and an anterior/posterior repair. (B)(6) 1992 - the patient was diagnosed with stress urinary incontinence, recurrent cystocele, irregular uterine bleeding, uterine descensus and underwent a total vaginal hysterectomy, anterior colporrhaphy with stamey urethrovesical suspension and suprapubic cystotomy. (B)(6) 1998--patient was diagnosed with a recurrent enterocele, recurrent cystocele, vaginal vault prolapse and presumed fascial tissue weakness. The patient underwent an abdominal sacrocolpopexy, posterior colporrhaphy with implant of a bard/davol "marlex" flat mesh and a halban culdoplasty. (B)(6) 1998 - based on a discharge summary the patient developed on post op day #3 a wound seroma and had the wound opened and packed with gauze. The patient was discharged with instructions to change her abd wound dressing twice daily and to follow up with the surgeon the following day. (B)(6) 1999 - (B)(6) 2003 - the patient had multiple md office exams with complaints of a painful chancrous lesion on the inner aspect of the left labia minora which was cultured and negative for infection, urinary incontinence, urgency and pelvic pain. The patient was diagnosed with a vaginal yeast infection and stress urinary incontinence. (B)(6) 2006 - patient had an md office exam and complained of stress and urgency incontinence. Patient was diagnosed with a cystocele. (B)(6) 2013 - patient complained of her "bladder falling out" and urinary frequency, urgency and stress urinary incontinence. Patient was diagnosed with a cystocele. Per the md exam notes, "rectal mesh (davol flat) palpable and the posterior compartment is secure."